Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic procedure in 2006. It was reported, "a fragment like a jacket of this device was found at the papilla." It is unknown if the fragment was removed. The procedure was completed with this device. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.